Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1015y, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturers' representative (rep) reported that impedance measurements were taken and high impedances >4000 ohms were seen. High impedance with no sensory response indicates a potential issue with the lead and/or connections. The issue occurred 3 days after the implantable neurostimulator and lead were placed. Additional information from the rep noted the doctor sent the patient for an anterior/ posterior and lateral x-ray of the sacrum. The x-ray results were not yet generated. The cause of the high impedance was unknown. The issue had not been resolved. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the high impedance was that the leads pulled apart from the battery. The action taken to resolve the high impedances was that the patient had surgery and the battery was replaced on (B)(6) 2015.